Manufacturer narrative:
The returned attachment was tested by manufacturing personnel and did not meet production specifications for rotation test, noise, water, cut and current draw test requirements. Failure of the current draw can lead to the overhearing of the attachment. Quality personnel then investigated the attachment. Maximum temperature for the attachment head exceeded requirements. The attachment exhibited a temperature increase during free run testing of 54.2 c and under load of 42.4 c. Results from sycotec stated the attachment gears were very dry and the ball bearings are damaged. The attachment was not cleaned / maintained properly.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e handpiece overheated. There was no injury or intervention.